Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2018 (time not specified) when she obtained blood glucose readings of ¿184 and 198 mg/dl¿ using the subject meter which she felt were elevated compared to her usual results. The patient manages her diabetes using glimepiride (4 mg) and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient claimed to experience symptoms of ¿felt weak and became unconscious¿ later on (B)(6) (exact time not specified). Her daughter called the emergency services (ems) and she received hcp treatment of ¿jelly and candy¿ and blood glucose readings using the ems meter were ¿31 mg/dl at 3pm; 41 mg/dl at 3:10pm and 61 mg/dl at 3:30pm¿ on (B)(6). At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure and the test strips were stored correctly and within expiry. The csr was unable to obtain the meter serial number or test strip lot number due to the patient's visual impairment. The csr noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.